Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were unable to go to the basal settings. Customer stated that their blood glucose readings went up to 800 mg/dl and were in the intensive care unit for three days. Customer declined troubleshooting. No further information reported.